Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition that the device impactor head was locked into the gun was confirmed. A visual assessment and functional assessment was performed which determined that the device failed for visual, cloverleaf fitting, and adapter removal assessment due to being stuck in the impactor device. It was noted that the head-adapter-femoral was forcibly removed from the impactor device, then placed in a functioning impactor and the adapter operated as intended and was not the cause of the failure. The assignable root cause was traced to improper handling which is user error.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned, and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly. Concomitant device and therapy dates: replacement cap device, impactor device; (B)(6) 2020. The reporter's facility address was not provided. UDI: (B)(4).

Event description:
This is event 1 of 2 of the same event. It was reported that during an unspecified surgical procedure, it was observed that the head impactor device and the head impactor replacement head were locked into the surgical impactor device. It was reported that there were no delays to the surgical procedure and a spare device was used to complete the procedure. There was patient involvement. There were no injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.